Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing an allergic reaction in her knee post-operatively.

Manufacturer narrative:
No devices or photographs were returned for evaluation so the condition of the zimmer knee implant is unknown. Without the device being received, an evaluation is not possible. The device history record review cannot be performed since the part numbers and lot numbers are unavailable. This device is used for treatment. A product history search for related complaints could not be conducted since the product part and lot numbers are undetermined. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.